Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coating on the coil was peeled off. A 035/260 amplatz super stiff¿ guide wire was selected. During unpacking of the device, it was noted that the coating on the coil part of the guide wire was peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has a broken wire, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented: the corewire fractured from the ballweld. Evidence of solder was found on the ballweld, however, no information regarding the fracture has been provided. Moreover, no evidence of damage on the coating was found. All the outer diameter (ods) and guidewire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coating on the coil was peeled off. A 035/260 amplatz super stiff guide wire was selected. During unpacking of the device, it was noted that the coating on the coil part of the guide wire was peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.